Event description:
It was reported that this right ventricular (rv) lead was exhibiting noise in atrial tachy response (atr) however, the noise was not sensed. It was noted that there was no pacing inhibition and very low amplitude. The rv pace impedance and intrinsic amplitude were within normal limits and stable. Technical services (ts) recommended the patient be brought into clinic for in office testing. No adverse patient effects were reported. This rv lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).